Event description:
Towards the end of a colonoscopy procedure while the dr was retroflexing the endoscope in the rectum, the angulation system failed resulting in the distal bending section becoming fixed in a "j-position". No pt injury was reported.